Event description:
Add'l info received from reporter for report mw5075442, on 07/13/2018. Reporter stated she would like her company name ((B)(6)) included in her reporter info.

Event description:
The reporter states the pt came in for a routine MRI and had stated that she had no devices implanted as well as no brain and heart surgeries prior. Once the pt laid down on the MRI table, the MRI technologist went to get ear plugs and upon return discovered the pt unresponsive on the table. The technologist rolled out the bed with the pt in it and activated the emergency response code and that's when the emergency doctors came. The drs found a carotid pulse and called for a CT study where they found the pt had an aneurysm clip placed and a brain bleed in a different location in the brain. The reporter had the neurological team observe the case and didn't believe the clip had anything to do with the event.